Event description:
International affiliate reports the patient suffered an osteoporotic sintering fracture with involvement of posterior edge of the vertebral body at l1. The patient had degenerative scoliosis. Dorsal stabilizing was performed with viper2 x-tab screws and the patient was cement-augmented because of osteoporosis. In addition cement kyphoplasty was done at l1 with confidence perimeter. The patient was mobilized at once and was free of symptoms soon. In (B)(6) 2012, the patient was in the hospital because of another injury and at that time the spine was still free of symptoms. However, routine x-ray showed that one screw had broken. Revisions surgery was performed and the screw was removed and replaced.

Manufacturer narrative:
The screw has been returned for evaluation. A follow up report will be filed upon completion of the evaluation.

Manufacturer narrative:
Visual examination at the macroscopic level revealed the polyaxial screw broke at the transition from the screw head to the screw shank. The fracture occurred below the base of the screw head and was approximately perpendicular to the axes of the screw shank. The surgeon reported the patient suffered a bicycle fall post implantation of the screw. The fractured surface of the screw head exhibits rough and plastically deformed material that extends around the cannulation. Scanning electron microscopy (sem) was performed on the fractured surface to facilitate a more detailed investigation of the fracture characteristics of the sample. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies. No other complaints have been reported for this production lot. No definitive conclusions can be made. However, it is possible that the post operative bicycle fall may have caused or contributed to the event. At this time, the complaint is considered to be closed.